Event description:
It was reported via remote transmission, non-sustained lead noise due to post-paced t wave oversensing was observed. Patient was asymptomatic. Programming changes were recommended but not made. Patient is doing well.